Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused breast cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jul 17, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused breast cancer. The device was returned to the manufacturer's product investigation laboratory for investigation. Using a known good power supply and power cord, manufacturer powered on the device and initiated therapy verifying airflow. Manufacturer during the investigation manufacturer observed an unknown dust contaminant on the flip doors, pca, top enclosure, rear panel, ui panel, bottom enclosure, blower box, blower, and blower seal. Pil observed black hairlike contaminant on the flip doors, rear panel, and bottom enclosure. A keratin-like substance was observed on the blower box outlet. ER-2243857(v01) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. Manufacturer confirmed no presence of degraded sound abatement foam using a fitt and the associated procedure ER 2245460 (v01). The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that there is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device.manufacturer was not able to confirm the complaint or address the symptoms specified. In this report, sections d9, g3, h3, and h6 have been updated or corrected.